Event description:
It was reported that the right atrial (ra) lead was attempted to be implanted but the physician noticed a fracture while trying to tie down the lead on the suture sleeve. Prior to the discovery of the fracture, the lead's measurements were tested and looked within range. The lead was extracted. A new lead was successfully implanted in its place. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. The lead passed a stylet insertion test without issue - indicating no blockage in the lumen. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the right atrial (ra) lead was attempted to be implanted but the physician noticed a fracture while trying to tie down the lead on the suture sleeve. Prior to the discovery of the fracture, the lead's measurements were tested and looked within range. The lead was extracted. A new lead was successfully implanted in its place. No adverse patient effects were reported. The device was returned for analysis.